Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose level was high and the insulin pump was exposed to moisture. The customer¿s blood glucose level was 400 mg/dl at the time of the incident. The customer reported she had tried to change her set and reservoir but had put the reservoir in without a stopper, pouring the insulin directly into the insulin pump. She has since drained it and is letting it dry. The pump passed self-test. She stated her blood glucose was high due to her reservoir accident. The customer was advised to monitor the pump. The insulin pump will not be returned for analysis.